Manufacturer narrative:
A ge service representative performed an onsite investigation. All connectors in the workstation, mainframe and camera were reseated and tightened. The system was then fond to be operating as intended.

Event description:
The customer reported that the image went dark during a procedure. An alternate system was used to complete the case. The system was reportedly rendered unusable. There is no report of patient injury.